Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). It was also reported that turning off the wavelet feature is the only device discriminator change that can be made to prevent inappropriate shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient was shocked inappropriately for supra ventricular tachycardia (svt).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead (B)(6) 2013. (B)(4).